Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/02/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.